Event description:
Customer reported experiencing a low blood glucose level, with the lowest reported level being 49 mg/dl. Cause of low bg was unknown. Customer managed the situation by consuming carbohydrates. The customer was performing a supplies/system check and was able to upload pump data, with no additional actions required from technical support.